Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. The biomedical engineer indicated that the power logic board was replaced which resolved the issue. Following the part replacement, the unit was restored to full functionality. Functional testing performed by the biomedical engineer confirmed the system was operating properly. The unit has been returned to service at the user facility without a recurrence of the event as reported. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification. The reported event of excessive heat damage to a capacitor on the power logic board was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
(B)(4). The parts were not returned to the manufacturer for physical evaluation. The plant investigation is in process. A supplemental MDR will be submitted upon the completion of this activity.

Event description:
A user facility reported that smoke was observed coming from the vent on the back of the unit while a patient underwent hemodialysis (hd) treatment. Additionally, a burning odor followed the appearance of the smoke and the unit subsequently powered down. The patient was rinsed back, and then switched to another hemodialysis machine to continue and complete their treatment. No adverse effects or patient complications occurred as a result of this event. No medical intervention was required. The unit was removed from service, and then the biomedical engineer discovered a burn hole in a capacitor located on the power logic board. Following the part replacement, the unit was restored to full functionality. Functional testing performed by the biomedical engineer confirmed the unit was operating properly. The unit was returned to service at the user facility without a recurrence of the event as reported.